Manufacturer narrative:
The country of origin is (B)(6). Occupation is lay user/patient. The returned customer test strips were measured on reference meters with a high level control sample: testing range (2.6 inr - 3.2 inr ) test 1: 2.9 inr, test 2: 3.0 inr, test 3: 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned and the retention material meet the specification. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Relevant retention test strips (lot 409650) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 8:00 a.m. The meter result was 1.7 inr and at 10:00 a.m. The laboratory result was 2.3 inr. On (B)(6) 2020 at 8:00 a.m. The meter result was 1.8 inr and at 10:00 a.m. The laboratory result was 2.5 inr. On (B)(6) 2020 at 8:00 a.m. The meter result was 1.8 inr and at 10:00 a.m. The laboratory result was 2.9 inr. The patient took an entire marcumar tablet instead of half like usual. The patients therapeutic range is 2.0-3.0 inr and tests once a week. The patient is currently in good condition.